Event description:
The pt coded in the hospital and the device did not rescue, but external defibrillators were used. The device will now not interrogate. Interrogation troubleshooting was unsuccessful. The device will be explanted and return product was requested. On (B) (6) 2010 this device was explanted and replaced with lumax 540 dr-t, (B) (4). The biotronik rep states that the hospital gave her a competitive device for return instead of the lumax 540 dr-t. The lumax device cannot be recovered.